Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that upon waking in the morning the ilet cartridge and tubing were found disconnected on multiple occasions, and the user experienced hyperglycemia with blood glucose (bg) levels of 400 mg/dl. The bg remained above range for more than 90 minutes until the cartridge and tubing were reconnected. The condition was corrected at home without hospitalization. No long-term health effects were reported.